Event description:
It was reported that the customer over-bolused after transitioning to the pump. Customer's blood glucose (bg) level was 44 mg/dl. It was not reported how customer treated reported low bg. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.